Manufacturer narrative:
H3: product analysis : the device was returned in a double resealable bag. Upon return, there were traces of clear sticky residue observed on the tube near the clamp shell. It was also observed that all four electrode trace pads had voids. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were: 17.8 ohms (blue electrode), 25.4 ohms (blue with white stripe electrode), 16.2 ohms (red electrode), and 16.4 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection, and there was no excess noise recorded during the functional test. All four silver traces were manipulated and bent to the 90° position, and no issues were found. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previously added imdrf annex codes b17, c20, d16 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery there was no damage noticed on the emg tube or its package prior to use. During nim setup, only the blue color (left side) was displayed as an error(electrode check failed) during impedance check. As the tube was believed to be dislodged, the position was adjusted, but there was no improvement, so the operation was continued. User suspected it might be a disconnection. The reported product was continued to be used and the procedure was completed.